Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 24-year-old female patient who had essure (batch no. A45108) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dysfunctional uterine bleeding, ovarian cyst and restless leg syndrome. Current weight 150 lbs. Concurrent conditions included low back pain, joint pain, joint dysfunction, cervicalgia, vaginal discharge, perineal pain, bleeding intermenstrual, vulvovaginal pain and chest pain. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen, medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), uterine pain ("pain uterus") and adnexa uteri pain ("pain ovaries") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced emotional disorder ("emotional"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine pain, adnexa uteri pain and abdominal distension was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, migraine, emotional disorder, nausea, fatigue, alopecia, weight increased, endometriosis and ovarian cyst outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fatigue, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 3 coils outside of the tubal ostium. A similar procedure was performed to occlude the left tube. There were 3 coils outside of the tubal ostium date(s) of insertion: (B)(6) 2013 (discrepancy noted in (B)(6) 2019 pfs). Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: (as per mr):there is a trabeculated appearance to the uterus. No confirmed intraluminal filling defects. There is trace contrast extended into the right infundibular region. No contrast extends past the bilateral essure devices, i.e. No free spill of contrast. A small amount of contrast extends into the vagina during the injection phase, consistent with reported significant back pressure. Impression: no contrast extends past the bilateral essure devices, i.e. No free spill. Pathology test - on (B)(6) 2016: a. Uterus and cervix, hysterectomy: - uterus and cervix, 96 gm. - cervix: features suggestive of endocervical polyp. Reactive cellular changes. No dysplasia identified. - endometrium: proliferative pattern endometrium with stromal edema. No hyperplasia or neoplasia identified.- myometrium: minimal adenomyosis. - bilateral fallopian tubes with no specific pathologic change. B. Labium minorum, right, excision: - benign labial tissue. - no dysplasia or mass lesions identified. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, menorrhagia, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events: "migraines / headaches, emotional, nausea, fatigue, hair loss, weight gain, endometriosis, ovarian cysts and bloated", reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a (B)(6) female patient who had essure (batch no. A45108) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dysfunctional uterine bleeding, ovarian cyst and restless leg syndrome. Current weight (B)(6) . Concurrent conditions included low back pain, joint pain, joint dysfunction, cervicalgia, vaginal discharge, perineal pain, bleeding intermenstrual, vulvovaginal pain, chest pain and degenerative disc disease. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen, medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), uterine pain ("pain uterus") and adnexa uteri pain ("pain ovaries") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced emotional disorder ("emotional"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine pain and adnexa uteri pain had resolved, the depression, anxiety, dysmenorrhoea, dyspareunia, migraine, emotional disorder, nausea, fatigue, alopecia, weight increased, endometriosis and ovarian cyst outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fatigue, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 3 coils outside of the tubal ostium. A similar procedure was performed to occlude the left tube. There were 3 coils outside of the tubal ostium date(s) of insertion: (B)(6) 2013 (discrepancy noted in (B)(6) 2019 pfs) current weight (B)(6) . Patient received treatment for pain and abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: (as per mr):there is a trabeculated appearance to the uterus. No confirmed intraluminal filling defects. There is trace contrast extended into the right infundibular region. No contrast extends past the bilateral essure devices, i.e. No free spill of contrast. A small amount of contrast extends into the vagina during the injection phase, consistent with reported significant back pressure. Impression: no contrast extends past the bilateral essure devices, i.e. No free spill.. Pathology test - on (B)(6) 2016: uterus and cervix, hysterectomy: - uterus and cervix, 96 gm. - cervix: features suggestive of endocerviacal polyp. Reactive cellular changes. No dysplasia identified. - endometrium: proliferative pattern endometrium with stromal edema. No hyperplasia or neoplasia identified.- myometrium: minimal adenomyosis. - bilateral fallopian tubes with no specific pathologic change. B. Labium minorum, right, excision: - benign labial tissue. - no dysplasia or mass lesions identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, menorrhagia, dyspareunia, and dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of events pain and abnormal bleeding was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure (batch no. A45108) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dysfunctional uterine bleeding, ovarian cyst and restless leg syndrome. Concurrent conditions included low back pain, joint pain, joint dysfunction, cervicalgia, vaginal discharge, perineal pain, bleeding intermenstrual, vulvovaginal pain and chest pain. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen, medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils outside of the tubal ostium. A similar procedure was performed to occlude the left tube. There were 3 coils outside of the tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Pathology test. On (B)(6) 2016: a. Uterus and cervix, hysterectomy: uterus and cervix, 96 gm. Cervix: features suggestive of endocervical polyp. Reactive cellular changes. No dysplasia identified. Endometrium: proliferative pattern endometrium with stromal edema. No hyperplasia or neoplasia identified. Myometrium: minimal adenomyosis. Bilateral fallopian tubes with no specific pathologic change. Labium minorum, right, excision: benign labial tissue. No dysplasia or mass lesions identified. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, menorrhagia, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 10-jul-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Events added- vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia. Outcome of event ¿pelvic pain¿ updated to ¿recovering / resolving¿. Event onset dates updated. Patients medical history and lab details added. Concomitant products added. Removal date updated. Reporter information, patient details, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 24-year-old female patient who had essure (batch no. A45108) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dysfunctional uterine bleeding, ovarian cyst and restless leg syndrome. Current weight 150 lbs. Concurrent conditions included low back pain, joint pain, joint dysfunction, cervicalgia, vaginal discharge, perineal pain, bleeding intermenstrual, vulvovaginal pain, chest pain and degenerative disc disease. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen, medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In march 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), uterine pain ("pain uterus") and adnexa uteri pain ("pain ovaries") and was found to have weight increased ("weight gain"). In march 2016, the patient experienced fatigue ("fatigue"). In september 2016, the patient experienced emotional disorder ("emotional"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine pain, adnexa uteri pain and abdominal distension was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, migraine, emotional disorder, nausea, fatigue, alopecia, weight increased, endometriosis and ovarian cyst outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fatigue, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 3 coils outside of the tubal ostium. A similar procedure was performed to occlude the left tube. There were 3 coils outside of the tubal ostium date(s) of insertion: (B)(6) 2013 (discrepancy noted in (B)(6) 2019 pfs) current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: (as per mr):there is a trabeculated appearance to the uterus. No confirmed intraluminal filling defects. There is trace contrast extended into the right infundibular region. No contrast extends past the bilateral essure devices, i.e. No free spill of contrast. A small amount of contrast extends into the vagina during the injection phase, consistent with reported significant back pressure. Impression: no contrast extends past the bilateral essure devices, i.e. No free spill.. Pathology test - on (B)(6) 2016: uterus and cervix, hysterectomy: - uterus and cervix, 96 gm. - cervix: features suggestive of endocervical polyp. Reactive cellular changes. No dysplasia identified. - endometrium: proliferative pattern endometrium with stromal edema. No hyperplasia or neoplasia identified.- myometrium: minimal adenomyosis. - bilateral fallopian tubes with no specific pathologic change. B. Labium minorum, right, excision: - benign labial tissue. - no dysplasia or mass lesions identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, menorrhagia, dyspareunia, and dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: all the relevant information was transferred from duplicate deleted case: (B)(4). Ird: (B)(6) 2018, fu: (B)(6)2019. Reporter, source document added. No new follow-up information was received from the reporter. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure (batch no. A45108) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dysfunctional uterine bleeding, ovarian cyst and restless leg syndrome. Concurrent conditions included low back pain, joint pain, joint dysfunction, cervicalgia, vaginal discharge, perineal pain, bleeding intermenstrual, vulvovaginal pain and chest pain. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen, medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils outside of the tubal ostium. A similar procedure was performed to occlude the left tube. There were 3 coils outside of the tubal ostium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: (as per mr):there is a trabeculated appearance to the uterus. No confirmed intraluminal filling defects. There is trace contrast extended into the right infundibular region. No contrast extends past the bilateral essure devices, i.e. No free spill of contrast. A small amount of contrast extends into the vagina during the injection phase, consistent with reported significant back pressure. Impression: no contrast extends past the bilateral essure devices, i.e. No free spill.. Pathology test - on (B)(6) 2016: a. Uterus and cervix, hysterectomy: - uterus and cervix, 96 gm. - cervix: features suggestive of endocerviacal polyp. Reactive cellular changes. No dysplasia identified. - endometrium: proliferative pattern endometrium with stromal edema. No hyperplasia or neoplasia identified.- myometrium: minimal adenomyosis. - bilateral fallopian tubes with no specific pathologic change. B. Labium minorum, right, excision: - benign labial tissue. - no dysplasia or mass lesions identified. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, menorrhagia, dyspareunia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.